Event description:
A report was received that a patient was experiencing discomfort at the pocket site. The physician prescribed the patient lidocaine patches and further action will be taken at this time.

Manufacturer narrative:
This is the final report.